Event description:
The pt stated, that she had been in the hospital emergency room all day in 2007, to be evaluated for a herniated disc in her neck. She had been disconnected from her infusion device several times during the day, while tests were completed related to her neck problem. She also conveyed, that she had been eating high carbohydrate foods, and had experienced stress and significant pain. She reported being on pain medication. At 9:00 pm, her blood glucose reading value was 515 mg/dl. She reported her normal blood glucose range to be 120-140 mg/dl. She felt thirsty and was nauseated as result of her elevated blood glucose. As she addressed her blood glucose concern, she experienced an e4 (occlusion) error on her infusion device. She then administered 5.0 units of insulin by injection, which decreased her blood glucose value to 289 mg/dl. She stated, that she changed her infusion set and was able to clear the occlusion error. The next day, she stated that she continued to bolus insulin using her infusion device overnight. She did not report recurrence of the occlusion error. She checked her blood glucose value every two hours and reported that it was "very good" at the time of the call. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.